Event description:
While inserting a 20g IV on a patient the needle did not retract into the safety compartment. No one was accidently stuck by the used needle and IV was able to be inserted still. Smiths medical protectiv plus 20g x 1 1/4", lot # 3976211. This issue happened twice with the same lot#, on the same evening.